Manufacturer narrative:
Philips service replaced the power supply and verified operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that flexvision pc failed to boot, system displayed 00:00 on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.